Manufacturer narrative:
The device was returned for evaluation. As received, one hickman repair kit sealed in packaging. Foreign material was noted on the inner packaging. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that foreign material was allegedly found in the packaging of a model 0601680 central venous catheter. This information was received from a single source. There was no patient contact. The patient age, weight, and gender were not provided.